Event description:
Serious eye infection occurred when using amo complete moisture plus contact solution. I apparently had it for a while and did not know what was causing my constant eye infection. I was put on rx eye drops, but I continued to use the solution being that I did not know about recall. I saw that this solution has not been recalled. Frequency: daily. Route: ophthalmic. Dates of use: 2004 - 2007. Diagnosis or reason for use: contact solution.